Event description:
Consumer stated: these are horrible. As soon as I used one the bristles were coming off and getting stuck in my mouth. I?m pretty sure I?ve swallowed some. They are just bad quality.